Event description:
It was reported that a patient¿s dexcom g7 continuous glucose monitor failed to pair with the ilet, displaying prompts to change the sensor despite a recent sensor change and showing the old pairing code; troubleshooting included reviewing cgm settings, toggling between dexcom g6 and g7, and entering pairing code 7430, followed by education to wait 30 minutes for connection. Symptoms included no adverse clinical effects, with a reported blood glucose of 140 mg/dl. Outcomes included temporary cgm signal loss and inability of the ilet to receive sensor data. Investigation included remote troubleshooting and user education focused on sensor selection, pairing code verification, and connection wait period. Investigation of this case revealed that the issue was consistent with pairing configuration error and signal loss related to incorrect or outdated pairing information rather than a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error resulting in cgm-to-ilet communication failure.